Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log and functional testing identified the reported f-38 alarm. The cause was determined to be inoperative force sensing resistors (fsr). To address this issue the fsrs were replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.